Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the cam02 monitor has a blank screen. No other info provided. Additional info was requested and on (B)(4) 2014, the following was provided by the customer: on (B)(6) 2014, when the cam02 was turned on, there was nothing on the screen. There was no pt involved, no delay in the procedure and no pt injury as far as the customer was aware of.